Event description:
It was reported that a patient discovered minicaps with inadequate iodine. This event occurred before use. The patient stated that the minicaps did not have as much iodine as they thought was necessary to prevent infection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 03/20/2015 - 03/25/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.